Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 474 mg/dl and 189 mg/dl at 1:55pm and 592 mg/dl and 169 mg/dl at 10:30pm. No adverse event reported. Requested return of suspect device and strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.